Event description:
It was reported that the hem1 using software 7.6 and aiqca was experiencing pressure differences with the phillips bedside monitor. The crna switched out pressure cables and did the zero transmit process again but was unable to resolve the issue. This was during use. There is no patient injury. The rep does not have any additional information as far as what the values should be and patient demographics were unavailable. There will be no product return. The device history record review was not completed as a serial number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.